Event description:
It was reported by the customer that the device overheated. No additional info was provided by the user facility.

Manufacturer narrative:
The device was returned to the MFR, however the complaint could not be confirmed as the device failed to operate during testing. Internal components were evaluated which revealed the presence of corrosion throughout the device. Preventative maintenance was performed on the device and it was returned back to the customer.